Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when post-paced t-wave oversensing was observed. The oversensing was noted on a stored egm. Device was reprogrammed and patient will be monitored.